Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was over 800 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons were sticking. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the that time is advancing. Customer's parent also reported that the customer had a high blood glucose of over 800 mg/dl and declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act, escape and arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on j2/lcd keypad connector noted. Time advanced properly. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.